Manufacturer narrative:
Patient weight requested but not provided. Manufacturer's investigation conclusion: the reported event of controller internal fault and driveline power fault was confirmed; however, the reported event of fluid ingress on the controller was not confirmed. The event log files spanned approximately 1 hour (07oct2022 from 20:21 to 20:34 and (B)(6)2022 per the timestamp). Pump stops coincided with controller internal fault alarm and loss of lvad communication alarm and was observed on (B)(6)2022 from 20:21 to 20:34. Controller internal fault and loss of lvad communication fault activated due to comm b, comm a, broken power a, broken power b, open fuse a, open fuse b, and low pump current faults. The controller underwent shutdown sequence and was turned off on (B)(6)2022 at 20:34. The controller was reconnected to a power source on (B)(6)2022 at 11:32 without reconnecting to a pump. Controller internal fault alarm activated on (B)(6)2022 from 11:28 to 11:32 due to comm b, comm a, broken power a, broken power b, open fuse b, and low pump current faults. No other notable alarm was observed. The periodic log files spanned approximately 11 days (27sep2022 to 07oct2022 per the timestamp). Driveline power fault activated (B)(6)2022 from 16:23 to 19:23 due to broken power b and open fuse b. The driveline power fault did not affect the controller¿s ability to operate the pump. Controller internal fault coincided with pump stops with loss of lvad communication and activated starting on (B)(6)2022 at 20:23 due to comm b, comm a, broken power a, broken power b, open fuse a, open fuse b, and low pump current faults. The alarm remained active through end of the log file. The periodic log file captures data at specific intervals so the onset of the events cannot be observed. No notable alarm was observed. Initial evaluation of the returned hm3 system controller, serial (B)(4), revealed that the controller was not able to support the pump as expected and activated controller internal fault alarm. This was produced due to a damaged fuse which resolved the issue after replacing it. The controller continues to undergo functional testing and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing additional alarms. Internal inspection of the controller did not reveal evidence of fluid ingress. Additional information on (B)(6)2022 stated that the controller did get wet as the patient went on amusement park and water rides. The patient admitted partaking in water activities. The patient is no longer supported with the pump which was not restarted as it was off for almost 24 hours. The pump stop for 24 hours will be investigated under MFR # 2916596-2022-14509. A root cause of the alarms was determined to be damaged fuse; however, a root cause of the fluid ingress was not determined through this analysis. Incidental findings: the controller was not able to operate the pump and activated replace system controller fault alarm with damaged fuse b. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller internal fault alarm, no external power, and driveline power fault. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a week prior the patient went to an amusement park and rode many water rides and stated that the water "disintegrated" the tape. The patient admitted that they regularly partake in water activities and the system controller got wet. Log files showed that there was no any active pump data going back to(B)(6)2022 . It appeared that the controller was still connected to power on (B)(6)2022 . During this time the log files contained several internal faults including communication faults with the driveline. There were no other unusual events recorded in the log file event history. Related MFR pump: 2916596-2022-14509.